Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that they were unable to change the defibrillation mode to manual and the device kept prompting 'connect electrodes.' As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Section h10 and/or h11, additional mfg narrative of the initial medwatch report indicates stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Section h10 and/or h11, additional mfg narrative of the initial medwatch report should indicate a third party service agent evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that they were unable to change the defibrillation mode to manual and the device kept prompting ' connect electrodes'. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.